Manufacturer narrative:
On 18-nov-2024, the product information for the cable used in the case. As such, the concomitant item in section d10. Concomitant medical products was updated from ¿extension cable¿ to ¿bundle-cable-cr3434ct-000139¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31337209l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. Blood pressure dropped when checking pulmonary vein isolation (pvi) box, after pvi box ablation was completed and during post map creation, about 4 hours since the start of the procedure). Echocardiography showed pericardial effusion. As the pericardial effusion was mild and the blood pressure was stabilized with medication, the procedure was completed after cavotricuspid ishmus (cti) was done. The thermocool smarttouch sf was then removed from the patient¿s body and the patient was observed in the catheterization room for one hour. The pericardial fluid did not increase, but approximately 10 mm of effusion was confirmed at the posterior wall of the left ventricle (lv). As the weekend was coming up, drainage was performed. The patient condition was confirmed to be sufficiently stable, and the procedure was completed. The temperature display became unavailable during the procedure, and the issue was resolved by replacing cable. The patient was observed for 1 hour from the catheter removal, and his condition was confirmed to be stable and unchanged. Drainage was performed just to be safe. The blood pressure was stable even after stopping the medication, and the patient left the room. The physician's comment on the relationship between the event and the product was that the cardiac tamponade did not occur during ablation, but rather due to the manipulation of the catheter when crossing the septum. The event was not caused by product defect. No product abnormalities were observed before or after the use of the product. Steam pop was not confirmed. No error messages observed on biosense webster equipment during the procedure. There was one transseptal puncture site. The correct catheter settings were set on the smartablate generator and there were no flow rate during ablation. Activated clotting time was over 300. No needle product was used with the vizigo sheath. The customer's reported temperature issue with the cable is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.